Event description:
The customer contact reported the device display indicates power loss. The device was returned to the biomed dept for an unspecified reason. The customer contact reported the batteries were replaced; however, the device sometimes displays "power loss." It was unspecified if the device had an audible alarm tone prior to power loss. No additional info was provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use.

Manufacturer narrative:
The device has not yet been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.